Manufacturer narrative:
Section h3-eval summary: the section of j stiffener wire rec'd measures approx 82mm with no other portion of the j stiffener wire rec'd along with no anode band/weld site rec'd therefore unable to determine the location of the fracture from the weld site. It appears that ~6mm of the j stiffener wire was not rec'd with all recorded adding up to approx 82mm. X-ray of the partial portion of lead rec'd along with the approx 82mm portion of j stiffener wire rec'd confirms that no other portion of the j stiffener wire was rec'd and confirms no other discrepancies concerning the approx 82mm portion.

Event description:
Device analysis is provided.